Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test, excessive no delivery test and prime. A blank display was not noted. There was no excessive no delivery alarm noted. The unit was received with missing segment due to lcd cracked zebra connector. The unit was received with a cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer also reported that the insulin pump has a blank display. Customer's blood glucose reading was 103 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.